Manufacturer narrative:
On 7/26/2018, mentor received additional information: explantation date: (B)(6) 2018. Therefore, the is required intervention box has been checked. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent breast augmentation revision with a mentor smooth round spectrum 225cc saline prosthesis. Deflation on the right breast prosthesis was diagnosed post procedure. At the time of this report, mentor has received no information regarding explant date.

Manufacturer narrative:
Device evaluation summary: the device was returned at mentor containing gel with a clear appearance. White material was observed within the device or on the shell surface. The product evaluation team performed leak testing according with mentor procedures and it revealed a leakage at the valve. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the white material found on the device. The device history record (DHR) for the lot number 6720158 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Calcification and breast imaging calcification of a biomaterial occurs when calcium salts are deposited in the tissue capsule surrounding the implanted device. Calcification occurs in association with a wide variety of implanted prostheses, including breast implants, heart valves, vascular grafts, and soft contact lenses, as well as in the mature breast tissue of women that have not undergone breast surgery. Because mentor performs 100% inspection and testing of all devices prior to release, the product evaluation team also concluded that the calcification deposits occurred while in-vivo in the patient. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The device history record (DHR) was reviewed on (B)(6) 2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The following information was reported by mistake on the initial report: is required intervention: no. Is other serious: yes. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on (B)(6) 2018. Also on (B)(6) 2018, mentor received additional information: (B)(4). The patient underwent bilateral removal and replacement with mentor memorygel breast implant 400cc gel prostheses on (B)(6) 2018; catalog # 3504001bc, s/ns (B)(4). The patient underwent bilateral capsulectomies, revision of the right inframammary fold, revision of the lateral pocket of the left breast, and bilateral removal and replacement of the implants. The right capsule was calcified superiorly. The patient tolerated the procedure well and last known condition was stable. Concomitant medical products: left mentor smooth round spectrum 225cc saline prosthesis, catalog: 3501430, serial number: (B)(4), lot: 6785364. (B)(4).